Manufacturer narrative:
The feature request was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Device lot number not available as the part was discarded at the site. Device manufacturing date is dependent on lot number, therefore, unavailable. This part was discarded by the site and will not be returned to manufacturer for analysis. A medtronic representative, following-up at the site, reported the pak needle never malfunctioned, rather it was not long enough for what the surgeon desired. Report noted to be a feature request. There was no allegation the device malfunctioned. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's pak navigated spine pedicle needle. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a minimally invasive spine procedure, the surgeon alleged being unable to track their pedicle access kit (pak) needle because it was too far down into the patient. The surgeon found the pak needle could not be tracked at the angle he was using. The surgeon placed a screw too laterally in l3, performed another spin and repositioned the screw. The pak needle never malfunctioned, rather it was not long enough for what the surgeon desired. The surgeon completed the procedure with the use of the navigation. Delay in therapy was less than one hour. Report noted to be a feature request. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's pak navigated spine pedicle needle. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.